Event description:
The reporter stated that he had an er1 on the meter with symptoms of hyperglycemia. The confirmation dot on the test strip was dark blue, resembling >350 mg/dl on the color chart. No treatment was sought. No harm was alleged.